Event description:
A customer reported that the charging port of their device was loose and needed to be held in place to achieve a full charge. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions or follow-up were required.